Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra-operatively, while taking a 3d spin, there were loud noises from the gantry. This did not delay or affect the case. A different system at the hospital was used for the remaining spins for the case. The procedure was completed using the imaging system. There was no reported impact to patient outcome.